Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure via transesophageal echocardiography (tee) a clot was noticed on the was sheath/pigtail catheter in the laa. The physician aspirated the clot. The patient was admitted to the hospital overnight for observation and has since been discharged.